Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problem, organ perforation (bladder), dyspareunia and depression. The patient underwent a surgical procedure to lower mesh sling in (B)(6) 2010 and (B)(6) 2010 due to severe incontinence and underwent mesh revision/removal in (B)(6) 2010 due to bladder penetration and severe pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urinary retention, urinary frequency, urinary urgency, difficulty emptying her bladder, hematuria and nocturia. (B)(4) difficulty emptying her bladder, nocturia.

Event description:
It was reported that the patient experienced urinary retention, urinary frequency,urinary urgency, difficulty emptying her bladder, hematuria, and nocturia.